Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported emergency room visit with an infected insertion site. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported bumping her right arm on her truck on (B)(6) 2014. She was wearing her coat, so the pod stayed on. She checked her blood glucose (bg) at 2:35pm and it was 120 mg/dl. At 5:24 her bgs were 190 mg/dl and she wasn't feeling well. She had a snack and gave herself a bolus of 4.65u. At 6:04pm, she checked her bgs again and they had risen to 222 mg/dl. She removed the pod in the morning of (B)(6) 2014 and activated a new one on her left arm. At 6:00am, she noticed a hard, red, golfball size circle on her right arm. She visited her doctor on (B)(6) 2014 and he recommended taking a hot shower and putting ice on the area. On (B)(6) 2014, the customer went to the emergency room and had a surgical procedure performed to remove pus from the infected site on her right arm. "The emergency room removed 3 tablespoons of pus." The customer was prescribed septra, a topical cream, and was recommended to get a tetanus shot. The customer followed up with her doctor on (B)(6) 2014 and had another follow up scheduled for (B)(6) 2014.